Event description:
It was reported that during a procedure at 38, 248 joules and 6:16 minutes the fiber had a malfunction and forward fired. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There was no harm to the user or patient due to this event.

Event description:
It was reported that during a procedure at 38,248 joules and 6:16 minutes the fiber had a malfunction and forward fired. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There was no harm to the user or patient due to this event.

Manufacturer narrative:
Device returned to manufacturer: updated. Initial reporter email: added. Device codes: updated. Device returned for evaluation: updated. Device evaluation codes: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.